Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt reported that they inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw. The pump user guide instructs that the first step of a cartridge change is to disconnect the infusion set from the body. Additionally, the pump user guide instructs users not to connect the infusion set to their body until after the pump prime/rewind process has been completed. The pt has continued to use the pump with no reported subsequent events.